Event description:
A customer reported that their pump battery was depleting rapidly and needed to be plugged in continuously. There was no adverse impact to the customer's blood glucose level. The customer declined a follow-up from technical support and was in the process of acquiring a new device, as their pump was out of warranty. No further information was available regarding the outcome of the event.